Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact. Reportedly, the customer reverted to a backup pump for insulin therapy. Customer declined further troubleshooting.